Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. The event was consistent with a sample-specific discrepancy. Per product labeling for the assay, false reactive results may occur as the assay specificity is < 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. Based on the provided calibration and qc data, the elecsys anti-hcv ii assay performed within specification. There was no product problem identified.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for three samples from one patient using the cobas e 801 analytical unit compared to hcv rna (roche) results. The anti-hcv test and the hcv rna test were performed using different collection tubes drawn at the same time. On (B)(6) 2025, the anti-hcv result was 2.52 coi (positive). The hcv rna result was negative. On (B)(6) 2025, the anti-hcv result was 3.67 coi (positive). The hcv rna result was negative. On (B)(6) 2025, the anti-hcv result was 4.22 coi (positive). The hcv rna result was negative. The hospital follows a standard re-testing protocol for hcv in that any sample that initially tests positive is automatically rerun, and in this case, the results showed no discrepancy. No specific repeat results were provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Laboratory quality control results were within the acceptable range during the testing period. The investigation is ongoing.